Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the customer was sleeping, the patient line separated from the luer lock. Customer's blood glucose level was 191 mg/dl. Reportedly, the customer indicated that a correction bolus would be administered. The customer loaded a new cartridge and resumed insulin delivery.